Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred. System check was performed with tandem technical support and isolated tubing as cause. Customer changed tubing and resumed insulin delivery. Customer's blood glucose was 128-140 mg/dl.